Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a maxid sport pack 33/50 w/o. The customer states that during dialysis treatment, micro air bubbles and from were found at the arterial lumen. Most of the blood returned to pt and dialysis blood line system changed for a new set up. The blood line system was changed and discarded as air bubbles noted in system. Dialysis re-started with the third blood line system. Again, air and foam noted in arterial lumen of cvc and arterial blood line. The clinician stopped dialysis treatment. The pt was then transferred to interventional radiology for a repair of the arterial port (hub) replacement using a bard repair kit. The arterial port was sent to bio medical for eval. The clinician was unable to remove the cvc because the catheter was fibrosed in place. The dialysis treatment resumed after the repair.

Manufacturer narrative:
The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Product sample was not returned and no photos were received. More information was requested to the customer and no additional evidence was provided for this analysis. This complaint will be reopened and updated accordingly if the product sample is returned. This defect has not been confirmed. The product sample was not returned to the manufacturing site for review. With the available information, the most probable root cause could be considered as misuse (defect could be caused due to excessive force or a sharp object). However without the sample, this cannot be confirmed. No additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
There was no lot number provided, therefore it is not possible to perform a device history record (DHR) review. One photo was provided by the customer. The image provided is a magnified photo of a side of the arterial hub of a palindrome dialysis catheter. It was not possible to confirm a defect with the picture provided. The product sample consisted of one red adult adapter; it came inside a generic plastic bag. Visual inspection was performed and it was observed that the adapter had 2 cracks on the top, at the thread pitch area. Additionally, the injection point of the adapter was maximized through the vertex to clarify if the leak was in this zone. An underwater test was also performed and no issues were found during the test. Based on the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Over tightening the catheter connections can crack some adapters. The complaint report indicates that the catheter functioned as intended for approximately 8 years, and the device was not pre-tested prior to use. Infection is considered, according to the instructions for use, a potential complication inherent to these medical procedures and does not have direct relation with the device performance. Additionally, manufacturing performs a 100% leak test during production, which will identify this type of issue with the catheter assembly. Based on the available information, the most probable root cause is over tightening the adapter. There are no additional actions required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs a 100% visual inspection during production, which would identify cracked adapters in the catheter assembly. This complaint will be used for tracking and trending purposes.